Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ywqy, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported severe back pain that began (B)(6) 2015. The patient had seen the healthcare provider (hcp) a week after surgery for a possible infection. Troubleshooting involved turning off the stimulation. The patient was to monitor the back pain and see if it had improved. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.